Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. No unexpected alarm anomalies, delivery anomalies, prime/fill anomalies, occlusion anomalies, under delivery anomalies and absence of occlusion alarm anomalies noted during testing. Toggled on and off with the audio/vibrate feature with the audio/vibrate feature functioning properly. No audio/vibrate anomaly/absence of alarm noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slight corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer¿s blood glucose level was 360mg/dl at the time of the incident. The customer states treated high blood glucose levels with manual injection. The customer was assisted with trouble shooting for high blood glucose levels but could not answer the questions because they were off the pump. The customer's nurse called too informing us they have been communicating with local office. The customer's nurse states the pump did not alarm during the high pressure test. The nurse was advise the request for replacement will be sent to local office.